Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mechanics were adjusted on the door. The software was fixed to show the correct serial number of the unit (B)(4). Performed a full accuracy calibration for the left and right trackers for both 20 and 40 fov. Performed gain calibrations for 2d/3d/2dlf. Performed a system checkout, o-arm is operational.. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the accuracy was off. The manufacturer representative (rep) had to perform a full calibration. The gantry doors would not open and close properly and the covers were popping. The software was reading the serial number of the unit as (B)(4). This was an evaluation unit. There was no patient present.